Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The device had cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer received a motor error alarm while refilling. The customer's blood glucose level was 142 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.